Manufacturer narrative:
A test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the plastic on top of the reservoir compartment was missing. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.